Event description:
Initial reporter indicated that their programming wand was not working. The "data received light would not come on." The power light would come on, batteries changes and handheld not plugged into the wall. Good faith attempts have been made for product return and so far no product has been returned to the MFR.

Event description:
The programming wand was returned for analysis. The reported failure to program was duplicated. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.